Event description:
It was reported that the device displayed a message which prompted the user to upgrade the device firmware. No patient symptoms or additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).